Event description:
It was reported that prior to the start of a da vinci-assisted myomectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that erbe integrated electrosurgical unit (iesu) had a blank screen. Before contacting the tse, the customer removed the power cord from the iesu, changed the power outlets and tried a different power cable, but the issue persisted. The customer did not have a spare external generator. The customer elected to swap the vision side cart (vsc) to continue with the procedure. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe due to a power problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported problem was not able to be confirmed using artemis. Visual inspection during failure analysis process was able to confirm the reported event; erbe unit did not power on. Unit's inability to power on prevented access to erbe error logs and system testing. As a result of these findings, failure analysis concluded that the root cause of the reported event could not be determined. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause of the reported event could not be determined.